Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that ventricular tachycardia (vt) was not treated by the implantable cardioverter defibrillator (ICD). The physician increased use of amiodarone, and the ICD remains in use. No further patient complications have been reported as a result of this event. This patient is a participant of the (B)(4) study.